Event description:
It was reported that during a laparoscopic colectomy procedure, the jaws of the device would not open. The device was not on tissue at the time and another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The jaw was inspected and no issues were found. No malfunction was noted on the jaw. The device was tested with a generator and the device performed as required during testing. The devices was tested on the generator and passed all functional testing. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No yellow alert screens were displaying during testing. If the device was activated across a staple line or other metal in the jaws, this would cause the "reposition and reactivate" or "replace instrument" yellow alert screen to appear on the generator.